Event description:
Dealer stated the wheelchair is a rental chair and at the time of the incident the end user scott was utilizing the product. Dealer stated the end user alleges that while the end user was being pushed the left side of the frame suddenly broke at the weld by the back cane. Dealer stated there were no injuries pertaining to the incident.